Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant low results for 3 patient samples tested for elecsys myoglobin (myo) on a cobas e 801 analytical unit. For all 3 patient samples, the initial result was < 21.0 ng/ml with a data flag. Patient 1 repeat result was 66.4 ng/ml. Patient 2 repeat result was 350 ng/ml. "Patient 5" repeat result was 281 ng/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Qc was acceptable. Upon review of the alarm trace data, multiple sample clot alarms were observed. The customer used a clotting time of 30 minutes. This clotting time may be too short. Based on the information provided, the cause of the event could not be determined. The investigation determined the event was consistent with a preanalytical handling issue. The investigation did not identify a product problem.